Event description:
Boston scientific received information that upon a revision procedure to reposition the right atrial (ra) lead due to high pacing thresholds and poor sensing, all three leads were disconnected and then reconnected to this device. The ra lead model/serial is unknown. Upon reconnecting the leads and performing shock testing, a zero shock impedance measurement was noted. The device was explanted and a new device was implanted with the existing leads. No adverse patient effects were reported. This device will be returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.